Event description:
Reporter indicated she is implanted with vns for depression and has begun to have seizures. The pt's psychiatrist reportedly stated the seizure could be due to the vns. Good faith attempts to obtain additional info have been unsuccessful to date.